Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch with a1 patient for report on inform system 1.

Event description:
Customer reported patient blood glucose results of 479 mg/dl on inform system 1 and 168 mg/dl on inform system 2 within 10 minutes. Customer reported no patient symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the systems, replacement was sent.